Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer cribriform was selected for an implant. During the procedure, opening the first disc, the physician reported an abnormal shape of the left disc (a convex shape). Device was removed from the patient prior to release from the delivery cable. No interaction with cardiac structures during deployment and the physician didn't reported any angulation or kink in the delivery system. After 3 attempts, the device was change with another 25mm amplatzer cribriform occluder. The implant was successfully completed. The patient remain hemodynamically stable throughout the procedure and is in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.